Manufacturer narrative:
N/a

Event description:
It was reported that during a pacer replacement the lead was capped stating "other" as the reason. There was already another chronic lead, model 511212 s/n (B)(4), in place.